Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached premature battery depletion. It was noted that the patient experienced shortness of breath. It was also reported that the left ventricular (lv) lead exhibited high thresholds and no capture at max output. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.